Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/30/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the returned lens shows traces of ovd on its surfaces with one haptic stuck to the optic body. Further inspection did not reveal any defects or damage. The complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Email address unknown, information not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was fully inserted into the patients operative eye and removed during the same procedure. It was also reported that a vitrectomy was performed. The outcome does not significantly interfere with activities of daily life and the patient has recovered. No additional information was provided.